Event description:
Stabbed face - skin [skin injury] head came off and the metal bit came off - oral-b [device breakage] metal bit stays on the handle but it's bouncing - oral-b [device connection issue] something is rattling inside of the handle like t's loose inside - oral-b [device physical property issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head came off and the metal bit came off. It stabbed him in his face. The metal bit stayed on the oral-b toothbrush handle, but was bouncing. Something was rattling inside of the handle like it was loose inside. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return